Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope air and water duct was blocked. The device was returned for evaluation. During the device evaluation, a whitish foreign material was found inside the air/water tube and air/ water cylinder. The nozzle was also found clogged with foreign material resembling black rubber. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported fault was likely a result of insufficient reprocessing; due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, no air or water are fed; bending tube was deformed; light guide lens had a crack; adhesive on bending section cover had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material adhered in air/water-cylinder, air/water-channel, and auxiliary water channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.